Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6)2023. On the same day the sensor was inserted, the patient felt weak, tired, thirsty and nauseated while the cgm was displaying 85 mg/dl. They checked their bg with a meter and it was 600 mg/dl. The patient attempted to change her pump and sensor due to the inaccuracy, however, due to her symptoms, she called an ambulance. The patient was transported to the hospital and was treated with an IV drip to increase her blood sugar. The patient was monitored and had their blood glucose checked every half hour. The following day, the patient's blood sugar was in stable condition and the patient was discharged from the hospital. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code - f1004 underdose. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.